Event description:
Customer reported, the system would not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and found a broken interconnect cable. However, the customer refused servicing and elected to perform the repairs themselves.